Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# v000263, implanted: b)(6) 2005, explanted: b)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had a battery replacement in early or mid b)(6), and stopped getting therapy sometime in b)(6) 2017. The impedances were checked and all values were found to be greater than 10000 ohms except electrode 8 which was 2900 ohms. The patient stopped feeling stimulation and they were going to check the extension and leads and determine if they need to be replaced. Follow-up was conducted.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: lead. Product ID 3708340, serial# (B)(4), product type: extension. Product ID 3708340, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative regarding the patient. It was reported that a new 2x8 surgical lead was implanted to take care of the loss of stimulation issues. The old 2x4 lead and its extensions were removed. The rep reported that the cause of the high impedances was not determined and it was noted that the patient did fall several times in the last year. The patient regained full sensation of stimulation post op.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.